Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having some bladder issues again since they joined a gym around 5 weeks ago. Patient stated that previously, they had such bad bladder issues they also had been going in for "the thing they put the gel in you. But things had recently been going well and they didn't even have to wear pads anymore. Patient stated things were going well until they joined the gym about 5 weeks ago and they were doing a program where they had been lifting 15-20 pound weights and they also had something at the gym called an "evol scan" and they entirely forgot to turn their ins off when they did it. Patient stated they their symptoms weren't as bad now as they had been before but they were definitely getting worse. Patient stated they sat down today and were going through their implant "brochure" and read about all the things they should avoid doing and they were thinking maybe they shouldn't have done what they did at the gym because all of a sudden, when they got up, they felt they had to go to the bathroom and they couldn't even wait. Patient wanted to know if their symptoms they were experiencing now had anything to do with what they shouldn't have done at the gym. Patient services reviewed the labeling with the patient and redirected the patient to follow up with their managing health care provider to check the implanted system and to discuss their concerns about the activities they'd been doing at the gym. See rtg0540976 for previously referenced event.